Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735553, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used intraoperatively during a laser interstitial thermal therapy (litt) procedure. It was reported that the pump could not produce pressure. The pump was old and loud. It could not provided two catheters connected together unlike a new pump. The procedure carried on with one catheter at the time, but it was noted that it might not be possible in future cases when the fiber ends are closer and need simultaneous cooling which would be off-label usage for the v1 thermal therapy system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.